Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a stent delivery system (sds) was returned for analysis. A visual examination of the device found that there was no stent on the sds. The stent was not returned for analysis. The maximum stent profile for the complaint device was measured and is within maximum crimped stent profile measurement. The stent delivery system was returned but there was no stent present on the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed appearing as if positive pressure was applied to the balloon. This would have initiated stent deployment. Crimp stent markings were visible on exposed balloon wall which is an indication that the stent was crimped on the balloon prior to stent detachment. Visible contrast medium was also evident inside the balloon body. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. A review of the synergy ous manufacturing data for the returned device was performed. The stent outer diameter (od) is measured and verified against specification for the product prior to packaging and shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-aug-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.